Event description:
It was reported that this pacemaker has entered safety mode. Technical services (ts) was consulted and advised device replacement. No adverse patient effects were reported. This pacemaker remains in service. Additional information was received indicating that this pacemaker was explanted. No additional adverse patient effects were reported. This device has not been returned for analysis.

Event description:
It was reported that this pacemaker has entered safety mode. Technical services (ts) was consulted and advised device replacement. No adverse patient effects were reported. This pacemaker remains in service.